Event description:
Pt had essure procedure done in 2006. (B)(6) 2013, pelvic ultrasound: impression shows essure wires are malpositioned. (B)(6) 2013, office visit with physician for second opinion. Pt states she has pain in her abdominal area, fatigue and bleeding since the essure procedure was first done. Pt also has pain under her right ribs. Implant physician recommends hysterectomy. (B)(6) 2013 CT pelvis scan shows the essure coils within the tubal ostia. (B)(6) 2013 physician performed a total vaginal hysterectomy with bilateral salpingectomy. Physician's diagnosis: three metallic coiled wires are present, two protruding from the right oviduct opening (two exposed turns/coils each) and one from the left oviduct opening (two exposed turns/coils). (B)(6) 2013 physician states pt is doing fine.

Manufacturer narrative:
Follow-up received on 13-jul-2016: information received via legal claim states that plaintiff had essure implanted on or about (B)(6) 2006. After being implanted, she suffered from severe and permanent injuries. Follow up information received on 24-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and began experiencing pain in lower abdomen area and bleeding (regarded as genital bleeding). Approximately 7 years after insertion of essure she was submitted to hysterectomy and bilateral salpingectomy. The reported events are serious due to medically significance and anticipated in the reference safety information of essure. After essure insertion, abdominal pain and abnormal genital bleeding may occur. In this case, the patient had irritable bowel syndrome, which could have contributed to the abdominal pain. However, considering the nature and course of the events pain in lower abdomen area and bleeding, a causal relationship with the suspect insert cannot be excluded (related). Additional non-serious events were also reported. The case was regarded as incident, since surgical intervention was required. A quality-safety investigation resulted in an unconfirmed but plausible quality defect, thus a relationship with the reported medical events cannot be totally excluded. The case became legal upon follow-up, thus further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/migration of essure coils/ migration of essure device (location of device: I received conflicting reports from doctors regarding the device location.)') In a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 metallic, coiled wires were present, 2 protruding from the right oviduct opening". The patient's medical history included miscarriage in 2000, multigravida, parity 2 ((B)(6) 2002, (B)(6) 2005), irregular menstruation and polycystic ovarian syndrome. *normal endometrial cavity at the time of insertion. Dye test confirmed both tubes were blocked. Current weight:(B)(6) lbs. Previously administered products included for birth control: orthotricyclene; for an unreported indication: contraceptives. Concurrent conditions included irritable bowel syndrome and body mass index normal. Concomitant products included atropine, diazepam (valium), ethinylestradiol;norethisterone (ovcon) from (B)(6) 2007 to (B)(6) 2007, hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol) and oral contraceptive nos. In 2006, the patient experienced genital haemorrhage ("bleeding /abnormal bleeding (general)"), back pain ("pain in lower back/ severe and persistent lower back pain with stabbing and cramping sensations"), dyspareunia ("painful intercourse /dyspareunia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced menopause ("premenopausal"), fatigue ("severe fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection / constant utis"), allergy to metals ("nickel allergy") and panic attack ("panic attacks"). In 2008, the patient experienced mood swings ("mood swings/ severe mood swings") and mental disorder ("psychological or psychiatric problems"). In 2009, the patient experienced gastrooesophageal reflux disease ("developed severe acid reflux") with chest pain and nausea, migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2011, the patient experienced paraesthesia ("neurological conditions or problems- tingling in fingers and feet/ tingling extremities"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, swelling ("swelling"), dysgeusia ("metallic taste"), rash macular ("had red splotches on body"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and inflammation ("inflammation") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy leaving her ovaries). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the device dislocation, menopause, dysgeusia, rash macular, female sexual dysfunction, tooth disorder, dysmenorrhoea, hormone level abnormal, cystitis, vaginal infection, headache, paraesthesia, allergy to metals, mental disorder and inflammation outcome was unknown, the genital haemorrhage, back pain, dyspareunia, fatigue, swelling, vaginal haemorrhage, menorrhagia and alopecia had resolved and the gastrooesophageal reflux disease, mood swings, urinary tract infection, migraine and panic attack was resolving. The reporter provided no causality assessment for back pain, dyspareunia, fatigue, genital haemorrhage, menopause and swelling with essure (ess205). The reporter considered allergy to metals, alopecia, cystitis, device dislocation, dysgeusia, dysmenorrhoea, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, inflammation, menorrhagia, mental disorder, migraine, mood swings, panic attack, paraesthesia, rash macular, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2013: results: essure coils were within tubal ostia. Hysterosalpingogram - on (B)(6) 2006: results: doctor confirmed tubes were blocked; on (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: results: essure wires were malpositioned. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dysmenorrhea (cramping), abnormal bleeding, pelvic pain quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(4) 2020: social media content received: reporter added. Event added- inflammation. Event genital haemorrhage was updated to nonserious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/migration of essure coils") and genital haemorrhage ("bleeding /abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 metallic, coiled wires were present, 2 protruding from the right oviduct opening". The patient's past medical history included multigravida, parity 2 ((B)(6) 2002, (B)(6) 2005) and miscarriage in 2000. Previously administered products included for birth control: orthotricyclene; for an unreported indication: contraceptives in 2006. Concurrent conditions included irritable bowel syndrome and body mass index normal. Concomitant products included atropine, diazepam (valium), ibuprofen (motrin), ketorolac tromethamine (toradol) and vicodin. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("pain in lower back/ severe and persistent lower back pain with stabbing and cramping sensations"), dyspareunia ("painful intercourse /dyspareunia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced menopause ("premenopausal"), fatigue ("severe fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection / constant utis"), allergy to metals ("nickel allergy") and panic attack ("panic attacks"). In 2008, the patient experienced mood swings ("mood swings") and mental disorder ("psychological or psychiatric problems"). In 2009, the patient experienced gastrooesophageal reflux disease ("developed severe acid reflux") with chest pain and nausea, migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2011, the patient experienced paraesthesia ("neurological conditions or problems- tingling in fingers and feet/ tingling extremities"). On an unknown date, 1 day after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, swelling ("swelling"), dysgeusia ("metallic taste"), rash macular ("had red splotches on body"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy leaving her ovaries). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the device dislocation, menopause, vaginal haemorrhage, menorrhagia, dysgeusia, rash macular, female sexual dysfunction, tooth disorder, dysmenorrhoea, gastrooesophageal reflux disease, alopecia, mood swings, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, paraesthesia, allergy to metals, mental disorder and panic attack outcome was unknown and the genital haemorrhage, back pain, dyspareunia, fatigue and swelling had resolved. The reporter provided no causality assessment for back pain, dyspareunia, fatigue, genital haemorrhage, menopause and swelling with essure (ess205). The reporter considered allergy to metals, alopecia, cystitis, device dislocation, dysgeusia, dysmenorrhoea, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, mood swings, panic attack, paraesthesia, rash macular, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2013: essure coils were within tubal ostia hysterosalpingogram - on (B)(6) 2006: doctor confirmed tubes were blocked ultrasound pelvis - on (B)(6) 2013: essure wires were malpositioned normal endometrial cavity at the time of insertion. Dye test confirmed both tubes were blocked. Current weight: (B)(6) lbs. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, events were added: abnormal bleeding (general), abnormal bleeding (vaginal/menorrhagia), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition, hair loss, hormonal changes, hysterectomy (full), infection (bladder/urinary tract/vaginal), migraines / headaches, migration of essure device, nausea, neurological conditions or problems, nickel allergy, pain, psychological or psychiatric problems, essure was removed on salpingectomy (bilateral removal of fallopian tubes). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/migration of essure coils/ migration of essure device (location of device: I received conflicting reports from doctors regarding the device location.)") And genital haemorrhage ("bleeding /abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 metallic, coiled wires were present, 2 protruding from the right oviduct opening". The patient's medical history included multigravida, parity 2 ((B)(6) 2002, (B)(6) 2005), miscarriage in 2000, irregular menstruation and polycystic ovarian syndrome. *normal endometrial cavity at the time of insertion. Dye test confirmed both tubes were blocked. Current weight: (B)(6) lbs. Previously administered products included for birth control: orthotricyclene; for an unreported indication: contraceptives. Concurrent conditions included irritable bowel syndrome and body mass index normal. Concomitant products included atropine, diazepam (valium), ethinylestradiol;norethisterone (ovcon) from (B)(6) 2007 to (B)(6) 2007, hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol) and oral contraceptive nos. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("pain in lower back/ severe and persistent lower back pain with stabbing and cramping sensations"), dyspareunia ("painful intercourse /dyspareunia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced menopause ("premenopausal"), fatigue ("severe fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection / constant utis"), allergy to metals ("nickel allergy") and panic attack ("panic attacks"). In 2008, the patient experienced mood swings ("mood swings/ severe mood swings") and mental disorder ("psychological or psychiatric problems"). In 2009, the patient experienced gastrooesophageal reflux disease ("developed severe acid reflux") with chest pain and nausea, migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2011, the patient experienced paraesthesia ("neurological conditions or problems- tingling in fingers and feet/ tingling extremities"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, swelling ("swelling"), dysgeusia ("metallic taste"), rash macular ("had red splotches on body"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection") and vaginal infection ("vaginal infection") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy leaving her ovaries). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the device dislocation, menopause, dysgeusia, rash macular, female sexual dysfunction, tooth disorder, dysmenorrhoea, hormone level abnormal, cystitis, vaginal infection, headache, paraesthesia, allergy to metals and mental disorder outcome was unknown, the genital haemorrhage, back pain, dyspareunia, fatigue, swelling, vaginal haemorrhage, menorrhagia and alopecia had resolved and the gastrooesophageal reflux disease, mood swings, urinary tract infection, migraine and panic attack was resolving. The reporter provided no causality assessment for back pain, dyspareunia, fatigue, genital haemorrhage, menopause and swelling with essure (ess205). The reporter considered allergy to metals, alopecia, cystitis, device dislocation, dysgeusia, dysmenorrhoea, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, mood swings, panic attack, paraesthesia, rash macular, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2013: results: essure coils were within tubal ostia. Hysterosalpingogram - on (B)(6) 2006: results: doctor confirmed tubes were blocked; on (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: results: essure wires were malpositioned. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dysmenorrhea (cramping), abnormal bleeding, pelvic pain quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : outcome of events, "abnormal vaginal bleeding, menorrhagia, hair loss" were changed to "recovered/resolved". Outcome of events, "migraines, developed severe acid reflux, mood swings/ severe mood swings, urinary tract infection / constant utis and panic attack" were changed to "recovering/resolving". New reporter contact information was added. Concomitant medications were added. Medical history was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.